Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result between coaguchek xs meter (B)(4) and a lab using an unknown reagent. On (B)(6) 2019 at 10:34 am, the customer tested by fingerstick and the result was 6.8 inr. The customer's coumadin dose was changed following this test. On (B)(6) 2019 at 11:30 am, the customer tested on the meter by fingerstick and received a result of 6.0 inr. On (B)(6) 2019 at 4:00 pm, the customer had a lab draw at the hospital and the result was 1.9 inr. The customer has a therapeutic range of 2.5-3.5 inr. The customer is anemic but does not know her hematocrit. She was told it was normal when checked on (B)(6) 2019. The customer has no antiphospholipid antibodies, no heparin or direct thrombin inhibitors, no new medication, no diet changes, no additional illnesses and no symptoms of bleeding or bruising. There was no adverse event. The customer's meter and strips were returned for investigation. The returned meter and strips were tested with retention control material. Testing results: qc 1: 1.3 inr, qc 2: 1.2 inr, qc 3: 1.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.1 - 1.5 inr). All measurements were without error messages. The maximum difference between measurements was 4%. Only the result of 6.8inr was observed in the meter¿s patient result memory. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.